Event description:
It was reported that a flogard infusion pump had experienced an f38 alarm. It was not specified during which process this had occurred. However, there was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. Review of the alarm log found evidence of the reported alarm. The cause was determined to be a defective right force sensing resistor (fsr). In order to address the reported condition the fsr was replaced and the device was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.